Event description:
A customer observed negatively biased total b-hcg results on two samples from one pt. The results were reported to the physician, and one of the results was questioned. The result did not agree with results from an alternate method at a different site. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation showed that upon 200-fold dilution and retesting the sample, results of >200,000 iu/ml were obtained. These data are consistent with the patient's diagnosis of hydatiform mole. The event is consistent with a high dose hook event. The instructions for use other limitations section states that "samples containing greater than 300,000 iu/l hcg may read within the reportable range due to a high dose hook effect."